Event description:
It was reported that noise was observed on this right ventricular (rv) lead. No oversensing of this noise was observed. This lead is not a boston scientific product. The lead remains in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).